Event description:
A report was received that the patient was experiencing discomfort with the ipg placement which was not device related. It was reported that it was placed hitting a nerve. The patient underwent a revision procedure wherein the ipg was relocated and was reportedly doing well postoperatively.